Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported falsely decreased sodium generated from architect analyzer and provided the following data: the initial result was 105 mmol/l and the repeat result was 137 mmol/l (customer normal range 135-145 mmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures and resolved the issue by replacing the clogged tubing. A review of instrument service history for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the tubing did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c8000 processing module, serial number (B)(6), or the tubing.

Event description:
The customer reported falsely decreased sodium generated from architect analyzer and provided the following data: the initial result was 105 mmol/l and the repeat result was 137 mmol/l (customer normal range 135-145 mmol/l) per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.